Event description:
It was reported that on (B)(6) 2008, the patient underwent a stenting procedure in the mid right coronary artery (rca). A 3.5 x 28 mm xience v stent was placed. On (B)(6) 2008, the patient experienced chest pain and a stress test performed was negative. No other treatment was provided and the patient's symptoms improved. On (B)(6) 2011, the patient again experienced chest pain. Cardiac enzymes were elevated, with troponin I at 0.21 ng/ml, normal upper limit 0.04. Diagnostic angiography performed on (B)(6) 2011 revealed restenosis of the xience v stent in the mid rca. A non q-wave myocardial infarction was diagnosed. Ischemia-driven revascularization was performed and stents were placed in the proximal mid rca (non-target lesion), the mid rca (target lesion) and the distal rca (non-target lesion) to treat the restenosis. The patient was discharged on (B)(6) 2011. No additional information has been provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, stenosis/restenosis, myocardial infarction, and ischemia are listed in the xience v instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. This incident was reported as no known device problem and therefore does not require a lot history record review or similar incident query per the product performance engineering complaint handling procedure ((B)(4)).